Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Phone # (B)(6).

Event description:
It was reported to philips the device fails the function test and displays a red "x" with a periodic chirp. There was no reported patient involvement/adverse patient impact.